Manufacturer narrative:
Date rec'd by MFR: 19apr2019. Information was received that the ventilator did not recognize the battery during installation. The battery was replaced to address the reported issue and the customer scrapped the battery taken out. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. (B)(4). (B)(6). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilators battery failed upon arrival. No patient involvement. Event date not specified, estimate used.